Event description:
A malfunction alarm was reported, displaying malfunction code 16. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, leaving the impact unknown. Technical support assisted the customer by providing pump reset information, yet the malfunction persisted after resetting. Consequently, the pump was set to be replaced, and the customer prepared to use multiple daily injections (mdi) as backup therapy. Instructions were also given to store and return the problematic pump using a prepaid label, which the customer acknowledged.